Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any evidence of particulate matter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150 ml intravia empty bag contained thin plastic shavings. This occurred before use, so there was no patient involvement. No additional information is available.